Event description:
The customer reported via phone call that the insulin pump alarmed no delivery while attempting to fill the tubing. The blood glucose reading was 17.3 mmol/l. Troubleshooting was conducted for the alarm. Insulin exited the and the alarm was cleared. The customer was advised that the reservoir and set caused the issue.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.